Event description:
I was told this would be the option for me instead of getting my tubes tied. Since they have been inserted I have had severe abdominal pain every day, my periods are more painful, I have gained about 40 lbs, I have had spots of endometriosis removed, I suffer with migraine headaches everyday, always feel cold, always feel tired, I just recently received the 2nd lupron depo shot due to the endometriosis that causes even more bad side effects and don't understand how this shot was even passed by the FDA because of all the horrible things it causes. I am going on (B)(6) 2014 to get an ultrasound done because 2 weeks after receiving the 1st shot I developed a swollen throat/ neck on the left side with some kind of mass that feels kind of spongy if you push on it. Having the essure procedure done in the first place is when all of these symptoms started. I regret ever having it done. If I had it to do all over again I would not even think about it. These implants are costing lots of women all over the world their lives and doctors don't seem to even care. I believe that they should be taken off the market not tomorrow, or a month or a year or two from now, but right now today!!!! (B)(4).mw5034459 update on (B)(6) 2014: on (B)(6) 2014 I finally got the hysterectomy that I so badly needed and I am now 4 weeks post op and doing great. All the headaches have stopped, all the body aches are gone, and I no longer have any abdominal pain. I will start to work on loosing the weight that the essure caused me to gain as soon as I am cleared with the doctor to exercise. I am finally getting my life back to the way it was before essure.